Event description:
Received oos report but no device. Oos report indicated that the device has intermittent pacing output, total loss of capture, total loss of sensing, lead problem, and was replaced with philos dr. K